Event description:
It was reported that the arctic sun device had insufficient flow or under infusion. Per review of work order on 25jul2025, there was no patient involvement. Per sample evaluation results received via task on 31jul2025, it was reported that the control panel assembly was malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device flow was not up to specification. Circulation pump was replaced during the pm. Control panel assembly malfunctioned. Pm performed. Control panel assembly was replaced. Mixing pump, heater, and drain valves were replaced. The device passed all tests and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. All available UDI information is being provided. Initial reporter phone: (B)(6). Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.